Manufacturer narrative:
(B)(4). The device was received and sent to atricure engineering for analysis. The complaint was confirmed. The lever link which controls the movement of the actuation lever has been crushed from excessive application of force. When the handle was dissected, it was found that the lever was not properly seated on the retention feature. A suboptimal press fit during assembly prevented the device from opening properly.

Event description:
During a concomitant procedure, the clip would not open. After clip was in position it would not open to place over the laa. The case was delayed and another clip was used to complete the case.